Event description:
It was reported that patient was experiencing uneven stimulation for a few months. Implantable neuro stimulator (ins) was close to battery depletion. Hcp replaced the ins. The lead and extension were also replaced, but discarded at the hospital. After replacement, patient experienced no problem with stimulation. Hcp suspected it may be electromagnetic interference due to dual implant. However, devices were implanted at the distance of 20cm. Reference MDR #3004209178-2010-05706.

Manufacturer narrative:
(B)(4): the neuro stimulator model 7425, (B)(4) has been returned to the manufacturer for analysis which is not complete as of the date of this date. A follow-up report will be sent when the analysis is complete.